Event description:
The subsidiary service tech reported during preventative maintenance (pm) of the device, the central control monitor (ccm) can not boot program, only the display. The tech received error message: ¿press f1-f4 to select drive or select partition 2? 1?0¿. Since this event was during pm, there was no pt involvement.